Event description:
See 1219856-2006-00395 for 1st event involving the same patient. The sheath of the first inserted iab remained in place as the clinician tried to insert a different model iab thru it. The iab could not be advanced thru the sheath. As a result, the assembly was removed and another iab was obtained and inserted. There were no reported patient complications. The md stated the fractured central lumen broke, because of the manipulation during the insertion attempt and had nothing to do with the guidewire. The guide wire will not be returned for evaluation. A follow-up report will be filed if more information becomes available.